Event description:
It was reported that there was noise on a patient's right ventricular lead, which was reproducible with isometrics. It was noted that the noise was also oversensed. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.